Manufacturer narrative:
Reliability analysis inspected 1 opened and used sensor and found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened and used.

Event description:
Customer indicated via phone call that they had fluctuating high and low blood glucose and sensor glucose. Customer indicated that they had a sensor glucose level of 45 and a blood glucose of 130 mg/dl. The customer does not recall any significant events leading to the range discrepancy. Troubleshooting informed customer that insertion and large shifts of the isig may result in a sensor error. The customer was advised on proper site and taping technique and that the sensors would be replaced and agreed to return them for analysis.